Event description:
The customer reported that a 12 lead ECG failure appeared during use. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.